Event description:
Reference number: (B)(4). Event occurred in united states. It was reported on 01-nov-2024, that the patient encountered infusion set cannula was kinked. The infusion set was in use for approximately four hours on (B)(6) 2024. The patient noticed symptoms in three or more hours after insertion. The site inserted was upper buttocks. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi) for the treatment. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.